Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On july 31, 2007, the lay user/patient contacted lifescan alleging that a one touch ultra meter was reverting to the setup mode. The patient indicated that the alleged meter issue started four days earlier. After the meter issue started, the patient developed symptoms of "urination" and feeling "sleepy." The patient did not take any actions related to diabetes treatment as a result of the alleged meter issue. The patient did not report any medical intervention and was not tested on another device. The alleged meter issue was resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient alleged that the meter was reverting to the setup mode and afterwards, developed symptoms suggestive of hyperglycemia.